Event description:
It was reported that this right atrial (ra) lead was explanted due to noise and pacing impedance measurements greater than 3000 ohms, which was high out of range. A new lead was successfully placed. No additional adverse patient effects were reported. At this time, the product will not be returned to boston scientific for further investigation.